Event description:
It was reported to boston scientific corporation in 2006 that an extractor rx retrieval balloon was being prepared for an endoscopic retrograde cholangiopancreatography (patient gender, age, and weight unknown). According to the complainant, "the balloon popped during testing" prior to the procedure. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient's condition at the completion of the procedure was reported as fine.

Manufacturer narrative:
Conclusion - cause of failure unknown. A visual inspection of the returned extractor xl retrieval balloon confirmed a tear on the distal end of the balloon adjacent to the distal bond. No other defects were detected. A device history record review was carried out and no anomalies were found. A search of the complaint database revealed no additional complaints reported for the same lot. The cause of the reported complaint is undetermined.